Event description:
A customer reported a high readings issue with the adc freestyle libre, having received sensor scan results of 27.0 mmol/l, 27.0 mmol/l, and 15.7 mmol/l, compared to built-in meter readings of 1.6 mmol/l, 2.2 mmol/l, and 6.9 mmol/l, respectively. The customer further reported that "he did not feel high" but self-treated with 4 units of nova rapid insulin. Customer subsequently became hypoglycemic and paramedics administered 1 tube of glucoboost (glucose) gel as treatment. The customer was given an extra tube of glucoboost as a "spare" and instructed not to trust the sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated and a new issue was observed. Visual inspection was performed on the returned sensor patch, no issues were observed. The sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination). Performed visual inspection on the sensor plug assembly, no issues were observed. Sensor was successfully reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received sensor scan results of 27.0 mmol/l, 27.0 mmol/l, and 15.7 mmol/l, compared to built-in meter readings of 1.6 mmol/l, 2.2 mmol/l, and 6.9 mmol/l, respectively. The customer further reported that "he did not feel high" but self-treated with 4 units of nova rapid insulin. Customer subsequently became hypoglycemic and paramedics administered 1 tube of glucoboost (glucose) gel as treatment. The customer was given an extra tube of glucoboost as a "spare" and instructed not to trust the sensor. There was no report of death or permanent impairment associated with this event.